Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a cable burned off during a procedure involving a forcefxcs unit. The cable melted and a nurses finger was burnt. The cable that melted was a non-medtronic cable. The nurse received first and second degree burns to the finger when it contacted the burned cable. The burns were treated immediately and were short term injuries involving blisters and redness. The generator was set to coag 35 watts, fulgurate when the issue occurred. There was no injury to the patient. No additional information was provided by the facility.

Manufacturer narrative:
(B)(4). Date of initial report: 01/03/2017. Date of follow-up report: 01/24/2017. The incident unit was received at the medtronic service center for evaluation. The visual inspection found that both of the top cover side panels were pushed in slightly in the rear. The customer reported that a non-medtronic cable melted while utilizing the unit resulting in a burn to a nurse's finger. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. A review of the manufacturing device history record was performed by the (B)(4) manufacturing facility. This review indicates that this unit was released meeting all specifications as manufactured.